Manufacturer narrative:
The received device had the cannula assembly deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 1848 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for the reported event could not be determined. The download data showed that timeouts occurred during runtime, and the sma wires measured out of specification leading to the timeouts observed. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.